Event description:
Technician reported that bed had an unintentional movement of the head up function on work order number. He found this bed out of service and there were no reported injuries.

Manufacturer narrative:
Technician isolated the unintentional movement to the right head siderail. He replaced the bed function switch assembly and this resolved the issue. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability.